Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a fault code 1003, indicative for voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No adverse patient effects were reported.